Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('thermachoice endometrial ablation') in a 39-year-old female patient who had essure (batch no. 641434, 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. The patient's medical history included pregnancy with contraceptive device, drug allergy, sterilization and menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant./pregnancy- birth - no complication"). On (B)(6) 2014, the patient experienced procedural pain ("post removal pain"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopy,essure removal / bilateral tubal ligation, dilation and curettage. And thermachoice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea and procedural pain had resolved and the endometrial ablation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, dysmenorrhoea, endometrial ablation, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: three coils were left within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirmatory test: bilateral occlusion / both tubes fully blocked. Lot number:641434, manufacturing date:2009-05, expiration date:2012-05. Lot number:646513, manufacturing date:2009-06, expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('thermachoice endometrial ablation') in a 39-year-old female patient who had essure (batch no. 641434, 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. The patient's medical history included pregnancy with contraceptive device, drug allergy, sterilization and menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant./pregnancy- birth - no complication"). On (B)(6) 2014, the patient experienced procedural pain ("post removal pain"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy,essure removal / ablation,bilateral tubal ligation, dilation and curettage. And thermachoice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea and procedural pain had resolved and the endometrial ablation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, dysmenorrhoea, endometrial ablation, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: three coils were left within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirmatory test: bilateral occlusion / both tubes fully blocked. Quality-safety evaluation of ptc: . Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot number, medical history, reporter information were added. Event endometrial ablation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnant./pregnancy- birth - no complication') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced procedural pain ("post removal pain"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removal / ablation, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea and procedural pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, dysmenorrhoea, pregnancy with contraceptive device and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirmatory test: bilateral occlusion / both tubes fully blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events added: "dysmenorrhea (cramping), migration". Outcome of event, "dysmenorrhea (cramping)" was changed to "recovered/resolved". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.